Event description:
Customer requested a review of sars-cov-2 run, wl (B)(4) because customer's laboratory sars-cov-2 positivity rate was lower than other laboratories. Customer used assay lot 316798 on the panther instrument sn (B)(4). Customer reported not having raw data to see which instrument the patient's samples were ran on (either panther or cepheid).

Manufacturer narrative:
Pas reviewed the logs and did not find any hardware errors or preparation issues that would have affected the results. Overall, the instrument appears to be running well. Hologic could not comment on the customer's positivity rate, which appears low, as it was noted by the customer that they may not run all samples on the panther instrument.